Event description:
A caregiver reported the customer had skin irritation while wearing the adc freestyle libre sensor and experienced swelling and pain at the sensor site. Hcp contact was made and the customer was prescribed antibiotic ointment and "serum sucibid staphcid" for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was returned and properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor puck and plug returned; applicator,sharp and pack have not returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) was reviewed and verified that the unit passed all tests prior to release. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and demonstrated that all monitoring processes continue to meet requirements. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer had skin irritation while wearing the adc freestyle libre sensor and experienced swelling and pain at the sensor site. Hcp contact was made and the customer was prescribed antibiotic ointment and "serum sucibid staphcid" for treatment. There was no report of death or permanent injury associated with this event.